Event description:
It was reported that the wire tip became separated after burr rotation was performed. Two 1.25mm rotalink plus and two 330cm rotawire guidewires were selected for use. During the procedure, the first rotalink plus did not advance midway through the first wire, and when checked afterwards, the wire was found to be kinked. It was unknown whether the kink was due to the burr being inserted or the kink was already present and prevented the insertion. The kinked rotawire was just pulled out from the patient's body and both rotaburr and rotawire were replaced. Then, the new rotawire was inserted and advanced by knuckle wire technique, and ablation was performed with the new rotaburr. It was noted that the second wire felt slightly wavy and became separated a few centimeters at the tip after ablation was performed. The burr was noted intact upon removal. The separated fragment was retrieved by snare and the procedure was completed as it was. No patient complications were reported.